Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the liver on a robotic laparoscopic liver resection, the robotic arm made contact with the stapler shaft and reload but as the surgeon inserted it into the patient¿s abdomen, the staple load would not close completely. The stapler was removed from the patient and the technician attempted to unload it from the adapter but the reload would not release and the reload broke near the proximal end. Replaced by another adapter to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened by the account without the packaging. Visual examination of the staple cartridge noted that the loading unit ad a full complement of staples. The proximal end of the adapter was broken, and the articulation flag was bent. Functional testing of the loading unit could not be performed due to the damage to the adapter. If information is provided in the future, a supplemental report will be issued.